Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use 3-lumen sphincterotome v wire disconnected. The issue occurred while the patient was under sedation during a therapeutic endoscopic sphincterotomy and was completed using a olympus back-up device. There were no reports of patient harm.